Manufacturer narrative:
Pump was received with blank display due to battery tube connector not plugged in properly. However when reconnecting battery tube connector, the pump passed self-test, unexpected restart error test and all operating current measurement were normal. The pump was unable to perform rewind and basic occlusion, occlusion, prime, excessive no delivery, and displacement test due to blank display. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer's friend reported via phone call of issues with the customer's insulin pump. The friend sates the pump screen was blank. The customer's blood glucose level was unknown. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.